Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2002; 406852 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high defib impedance and triggered an alert for defib lead impedance out of range. The rv lead remains in use. No patient complications have been reported as a result of this event.